Manufacturer narrative:
Batch review performed on 26-july-2019: lot 185599: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 7 months and a half after primary. The surgery was completed successfully. We were informed about the event on (B)(4), the revision surgery has been performed on (B)(6).